Manufacturer narrative:
Review of the provided data indicated that the alleged sample is a low titer sample. The observed discrepancy is most likely due to the sample being a weak positive for the sars-cov-2 target that is at/near the limit of detection (lod) of the assay. Very low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection. This is a sample-specific issue and the reagent is performing as intended.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results for one patient when using the cobas® sars-cov-2 & influenza a/b assay for use on the cobas® liat® system. The alleged sample initially generated a positive result for sars-cov-2 and influenza a (negative for influenza b). The same sample was repeated on a different cobas liat analyzer and generated a positive result for influenza a, negative fo influenza b and sars-cov-2. No harm was alleged and the influenza a positive results were reported to the patient. Per FDA¿s eua guidance, 1 MDR will be filed.